Event description:
The company was informed that surgery was performed to successfully reposition the device electrode array due to migration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's device remains implanted. This is the final report.